Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level ranged between 320-465 mg/dl. Reportedly, the customer's supplies had been in use for more than 3 days. A supply change was performed to address the occlusion. During a follow-up, the customer reported additional occlusion alarms occurred. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion.